Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving dilaudid (hydromorphone) 5 mg/ml for an unknown total dose and clonidine with unknown dose and concentration via an implantable pump for spinal pain and complex regional pain syndrome type 1. It was reported on (B)(6) 2016 patient was experiencing withdrawal symptoms. It was noted a motor stall may have caused contributed, or led to the issue. Patient started to have symptoms on (B)(6) 2016, and healthcare professional (hcp) interrogated the pump and saw motor stall alarm, and put pump into minimum rate. Patient was told to go to clinic next day ((B)(6) 2016). Patient ended up in the emergency room (ER) last night ((B)(6) 2016). Hcp was notified and told patient to come into clinic today ((B)(6) 2016). Pump was interrogated and pump stall alarm was still showing. No magnetic resonance imaging or other electromagnetic imaging to explain the stall. Patient was admitted to the hospital for treatment, and pump replacement would likely occur next week. The issue was not resolved at time of report and patient's status was alive-no injury. It was noted surgical intervention did not occur, but was planned but not scheduled. It was later stated on 2016-dec-30 company representative was informed by hcp that patient had a myocardial infraction (mi) yesterday ((B)(6) 2016). Pump remains stalled, but do to mi they will not be replacing the pump for several weeks. Additional information received on (B)(6) 2017 from a company representative reported receiving new information about the patient on 2017-jan-02. It was stated that the patient did not have a myocardial infraction (mi) as previously thought; the healthcare professional (hcp) stated patient had "vasospasm from withdrawal." Consequently, the cardiologist cleared the patient for surgery and the pump was replaced today ((B)(6) 2017). Per the facility policy, the pump was sent down to pathology, and will notify us when it can be picked up and returned to medtronic for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a consumer reported the patient had a defective synchromed ii device that failed and caused a heart attack.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient reporting that her battery went out. It was reported something happened to the pump and they took the pump and something with insulation that was wrong but was studied by the mdt lab.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis is not being performed at this time due to the legal status of the event. A follow-up report will be submitted if analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an attorney indicated the patient's weight was (B)(6) pounds. The reason for return was noted to be for medical complication/injury and potential performance issue. It was indicated that the device's motor stalled on 2016 (B)(6). It was noted that the device failed to administered medications, which caused the patient to suffer a heart attack (isthmic and coronary), which was previously reported. The programmer printout confirmed device's motor stalled without recovery. The patient had elevated troponin levels found in a blood test, and required 4 days of cardiac monitoring testing. The vasospasm that was previously reported that was caused due to withdrawal was coronary vasospasms. No further complications were reported/anticipated.